Manufacturer narrative:
Additional information: b5- received an update,the patient is doing fine and the doctor will not change the lens. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and anterior subcapsular opacification. The lens remains implanted. It was noted that the doctor is planning on making a decision for "the next step". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. H11- manufacturer narrative: anterior subcapsular opacification is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4)